Manufacturer narrative:
The investigation was based on the provided log file of the affected device. The log file analysis could confirm that the device turned off due to a depleted internal battery. The log file showed that the device indicated the switchover to internal battery by raising the alarm "internal battery activated" at 11:40 pm on may 5. The alarm message was silenced by the user by the "alarm silence" button and the ventilation was started shortly after. During ventilation, the device raised several ventilation-related alarm messages. At 00:32 am and at 00:41 am, the device raised the ascending battery alarms "int. Battery low" and "int. Batt. Discharged", respectively. The "alarm silence" button was pressed again. The device then turned off due to the exhausted internal battery. At 00:53 am, the device was reconnected to ac mains, and the device restarted the ventilation with the previous settings. The log file analysis found no indication for a device malfunction. If the savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. During the discharging process savina 300 indicates ascending alarm messages from "int. Battery activated" via "int. Battery low" to "int. Batt. Discharged". When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. The pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. If ac mains supply is available again, savina restarts and starts the ventilation immediately with the same parameters as before. The device reacted like specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that on (B)(6) at 11:40 pm, while the savina 300 was on standby, it was moved to the patient's bedside with the power cord unplugged and not reconnected. At 11:58 pm, ventilation for the patient was started. On may 6, at 0:41 am, a "battery below 10%" alarm occurred, and the device subsequently shut down. At 0:53 am, the power cord was reconnected, and ventilation was resumed. It was reported that the patient had passed away.